Event description:
Caller indicated the relion micro meter was giving high readings customer got a reading of 446 and kept having high readings throughout this weekend with her two new micro meters. She believed that her readings were too high and dosed her self with 25 units of insulin more than usual. She was having headaches and was feeling tired. She used her mother's meter on (B)(6) and got 188 (with calibrated meter), so she knew there was something wrong with her two micro meters. Controls not used. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.